Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a off no power alert on the insulin pump. Customer's blood glucose was 146 mg/dl. The customer stated the battery was not previously used. Customer also reported the insulin pump was not dropped or bumped. Customer stated this was the first occurrence of a off no power alert without a low battery alert prior. The insulin pump will not be returned for analysis.